Event description:
A physician reported that a pt experienced severe post-operative inflammation on both eyes after a cataract surgery using viscoelastic without latex during the intraocular lens (iol) implant. The event occurred 30 days after surgery for the first eye and four days after surgery for the second eye. Per the reporter, the event almost looked like endophthalmia. There was inflammation of the anterior segments and painful red eyes. The pt also experienced deep diminution of visual acuity. The pt was transferred to another hosp. The bacteriologic cultures were negative. The pt received corticotherapy and this treatment seemed to slowly improve the situation. This report is for the eye that developed symptoms on (B)(6) 2014. At the moment of this report the surgery date is unk and its also unk if this was the right eye or the left eye. The physician also reported that the implanted iols got quickly opacified. This is one of two med device reports being filled for this facility.

Manufacturer narrative:
Investigation , including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).